Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
The customer reported that while the ventilator was connected to a patient, the evita xl screen went blank and the ventilator rebooted. No patient injury was reported.

Manufacturer narrative:
After the event, the device was checked on site. The device log was downloaded and sent to the manufacturer. The log analysis revealed that the device had detected a hardware error at the time of event and triggered a warmstart to restore the ventilation. The warmstart of the ventilator takes about 8 seconds and is accompanied by a buzzer alarm. In this time the breathing system is opened to atmosphere, so spontaneous breathing of the patient would be possible. No patient consequences have been reported. The service engineer assessed the failure to be a malfunction of the pcb cpu and replaced it. After testing the device successfully, it could be returned to clinical use.

Event description:
Please see initial-report.